Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to perform the data synchronization. A technical support specialist (tss) found the station assigned to a different computer and the station was previously named differently, the tss changed the station name back to the old name using the station configuration utility. The tss also updated the name on the server but encountered a data synchronization error. The tss restarted the data synchronization services. Finally, the tss renamed the device to its new name and verified that it was syncing correctly with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to perform the data synchronization. There were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to perform the data synchronization. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation.